Event description:
Hillrom received a report from a hillrom technician stating the nasal interface disconnected from the ventilator and the ventilator did not alarm. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
We set up an extended range configuration using a known good combo hose, a known good patient circuit, a known good compressor, and the submitted ventilator. We ran therapies at low, medium, and high activity levels. No alarm was observed. There was no malfunction found with this device. Our known good patient circuit maintained a connection to the submitted ventilator. The ventilator performed as intended. Most likely root cause of the allegation of "nasal interface disconnected from vent" is a worn-out patient circuit interface. The device functioned as designed and alarmed when the interface was removed and circuit was worn resulting in disconnection from the interface. Next, we disconnected our known good patient circuit interface, and we observed audible alarms, low delivery pressure, and low pip immediately.

Event description:
Hillrom received a report from a hillrom technician stating the nasal interface disconnected from the ventilator and the ventilator did not alarm. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.